Manufacturer narrative:
Please review attached for investigation results.

Event description:
It was reported that a patient presented effusion in right knee with pain therefore an aspiration of the right knee was performed as treatment.